Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing the patient¿s ventricular fibrillation (vf) and was undersensing the r waves during the vf episodes. Programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.